Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/2.75 mm balloon ruptured. The lesion being treated was a calcified, 90% stenotic lesion in a tortuous left anterior descending coronary artery. No patient injuries or complications were reported. Patient status is reported as `good'.